Event description:
The manufacturer was contacted in reference to a customer inquiry about the return of a device due to a patient passing. There is no allegation of device malfunction. There is no allegation that the device contributed to the patient death. No other information is available at this time. This report is being submitted for an allegation of a patient death only due to insufficient information related to the device. The device has not been returned to the manufacturer for investigation. The manufacturer investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This notification was re-evaluated following receipt and review of all available information related to the reported patient death. At the time of initial reporting, the event was conservatively submitted due to the limited information available. However, subsequent review confirms that there is no allegation or evidence suggesting that the device malfunctioned, failed, or otherwise contributed to the reported outcome. Specifically: no device deficiency (e.g., malfunction, misuse, labeling issue, or performance failure) has been identified. No causal or contributory relationship between the device and the reported death has been established. The available information indicates the death is attributable to factors unrelated to the device. Additionally, a (device information) was returned to a third-party service center for evaluation. During the device evaluation, the service technician noted no foam particles were observed within the device. The device was scrapped by the service center after the evaluation was completed. Based on the totality of evidence, this event does not meet the criteria for reportability, as there is no reasonable possibility that the device caused or contributed to the death. Therefore, this case has been reassessed and determined to be non-reportable. The event will continue to be documented and trended per internal quality system requirements.